Manufacturer narrative:
Device malfunction is suspected, but did not cause or contribute to a serious injury or death.

Event description:
Reporter indicated that the pt's generator was being replaced due to the end of service. During revision surgery, a high impedance reading was obtained. A foreign object was found tangled up with the pt's leads and the surgeon chose not to clip the old lead. A new generator and lead were implanted. Diagnostics following the revision surgery were normal. Good faith attempts to obtain add'l info are being made.